Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery using fns implants for femoral neck fracture with the locking screw in question. The surgery was completed successfully without any surgical delay. After the surgery, bone union was observed. Therefore, the removal surgery was performed on (B)(6) 2022. During the surgery, it was difficult to remove the locking screw, resulting in an event that the shaft part of the locking screw remained in the body. The event took place in sequence as follows: the surgeon opened the previous surgical wound with the patient in the lateral decubitus position and removed implants in the order of anti-rotation screw and neck bolt. The surgeon tried to remove the locking screw, but the fixed locking screw did not turn. Therefore, a t-type screwdriver made by another company was used. The t-type screwdriver of another company was broken when the surgeon attempted to remove the locking screw with it and remained in the locking screwhead. The sales rep received a consultation over the phone from the surgeon, and proposed removal by excavating the boundary between the locking screw and a plate with a carbide drill. When the sales representative arrived at the hospital, the plate extraction was completed by excavation, but the thread part of the locking screw remained in the bone. The surgeon judged it difficult to remove the thread part of the locking screw, and the wound was closed after leveling the fractured surface of the screw with a carbide drill. Postoperative x-ray showed that the tip of the screw remained in the bone. The surgery was completed successfully with 40 minutes delay. The surgeon considered that high affinity titanium and good bone quality of the patient might be the main causes and commented that it was not considered to be a defect of the product because a certain number of possible events which were also affected by the bone quality of the patient. No further information is available. Concomitant device reported: unk - screwdriver (competitor) (part# unknown; lot# unknown; quantity: 1) unknown drill bits (part# unknown; lot# unknown; quantity: 1) . This complaint involves one(1) device lockscrew 5 self-tap l38 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.